Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight of the device within specification, and a deformation. Clouds and bubbles were observed in the gel after the autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, hematoma, and pain. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture and hematoma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and hematoma.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, hematoma, and pain. Device has been explanted.